Event description:
During service, the baxter repair technician reported a fail code 812:02, which occurred when the device was powered up. The hospital representative stated that there have been no reports of any patient incident this pump since the last baxter service event.